Manufacturer narrative:
This follow-up report is being submitted to relay additional information. After additional information was received, the information provided on this form is now being submitted under manufacturing report numbers 0001822565-2017-02951, 0001822565-2017-02957, 0001822565-2017-02958, 0001822565-2017-02959, 0001822565-2017-02960, and 0002648920-2017-00276.

Event description:
It is reported that the patient is experiencing loosening and is dissatisfied with the performance of the implant.